Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because display issue was not resolved with troubleshooting.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose of 460 mg/dl. Troubleshooting was performed. The programming on the insulin pump was corrected. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device passed the test. The mother stated that the customer's high blood glucose was not caused by a malfunctioning of the device, but her son may have other health issues. No further information was provided.

Manufacturer narrative:
Follow up # 1/supplemental report text-12/01/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.